Manufacturer narrative:
Findings: unit received with blank display. However, after electronic board were separated and reconnected unit power on properly. Problem isolated to electronic stack. Unable to verify a21 alarm due to blank display anomaly. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump had unexpected restart after each battery replacement. Customer¿s blood glucose was unknown at time of incident. Insulin pump will be return for analysis.